Event description:
It was reported that a smiths medical fluid warmer admin set was running slowly it ran normally until about halfway done then slowed. When switched with saline, the saline ran as expected. No adverse patient effects were reported.